Event description:
Obtaining a blood glucose value of 496 mg/dl, while causing the suspect device. Based on this result, pt reportedly sought treatment at the hosp. Pt indicated that his blood glucose, when tested on a hospital device (- 15 minutes later_ measured 90 mg/dl. No treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product replacement product was shipped.